Event description:
It was reported that, "the above listed constrained insert was found to be disassociated from the tritanium acetabular shell (B)(4) (lot l2mmke). The constrained liner was not found to be broken. The liner was replaced with a new (B)(4) (lot e3jmhe)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.